Event description:
Pharmacist reported left side rupture and capsular contracture, baker grade ii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as a surgical impact opening. (Shell thickness within spec). ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ stress mark observed on the device. No further actions are required as the device was implanted.

Event description:
Pharmacist reported left side rupture and capsular contracture, baker grade ii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported left side rupture and capsular contracture, baker grade ii. Device has been explanted and replaced with a non-allergan device.